Event description:
This was a difficult pci with a very tortuous vessel. Prior to the event, there were several stents that were unable to cross the lesion. This particular stent crossed, but it appeared there was a dissection flap. Upon inflating the stent device, they realized what they thought was a dissection flap was actually the stent that had become dislodged. FDA safety report ID # (B)(4).